Manufacturer narrative:
The customer¿s stated issue of an over infusion of furosemide was confirmed as a result of a programming error identified through a review of the device logs. The log review confirmed a programming error that explains the reported over infusion. Drug ID 190 (furosemide ivpb) was selected when drug ID 188 (furosemide) should have been used given the expected infusion rate and the guardrails limitations for each drug ID: drug ID 188 (furosemide) - soft min: 1 mg/h, soft max: 20 mg/h. Drug ID 190 (furosemide ivpb) - soft min: 99 mg/h, soft max: 120 mg/h. Hard max: 200 mg/h. Due to the selection of drug ID 190 (furosemide ivpb) with a default duration setting of 10 minutes, the pump module was started at a rate of 594 ml/h with a vtbi of 99 ml. The guardrails limitations of drug ID 190 were not breached while programming the infusion; therefore, no alarm (visual or audible) was generated to notify the user. Functional testing consisting of a 1-hour timed rate accuracy test performed on the affected pump module found the device out of specification. However, this is an incidental finding since the device was identified programmed incorrectly and this would not have caused an over infusion. After recalibrating the pump module was found operating in specification. The root cause of the customer¿s complaint was user error during the programming of furosemide.

Event description:
It was reported that furosemide 100mg/100ml was ordered and programmed using guardrails drug library, to infuse over 20 hours. The nurse returned to the room about an hour later and found that the medication bag was empty. The event occurred in the emergency department and because of the event, patient was transferred to higher level of care, intermediate care unit (imu). During a non-bd investigation, the programming was reproduced on three separate pumps as the clinicians were trying to find out if the event was due to pump malfunction or a user error. The programming was recreated and found that there were two furosemide infusion options in the hospital-defined drug library: "furosemide" and "furosemide ivpb". The later was selected by the clinician as it was relatively appropriate description for the intended delivery method. However, upon programming the correct concentration of 1mg/ml, the pump defaulted to an unintended rate of 594ml/hr. The medication was infused over 10 minutes.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, the requested information on admission diagnosis and relevant medical history are not available. Patient is an adult.

Event description:
It was reported that furosemide 100mg/100ml was ordered and programmed using guardrails drug library, to infuse over 20 hours. The nurse returned to the room about an hour later and found that the medication bag was empty. The event occurred in the emergency department and because of the event, patient was transferred to higher level of care, intermediate care unit (imu). During a non-bd investigation, the programming was reproduced on three separate pumps as the clinicians were trying to find out if the event was due to pump malfunction or a user error. The programming was recreated and found that there were two furosemide infusion options in the hospital-defined drug library: "furosemide" and "furosemide ivpb". The later was selected by the clinician as it was relatively appropriate description for the intended delivery method. However, upon programming the correct concentration of 1mg/ml, the pump defaulted to an unintended rate of 594ml/hr.